Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 15x2.55mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion contained >45 and <90 degrees bend. A 2.50mm x 15mm emerge balloon was advanced for pre-dilatation. However, the balloon ruptured after inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon ruptured at 6 atmospheres due to calcification. The device was still attached to the balloon shaft upon removal.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 15x2.55mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion contained >45 and <90 degrees bend. A 2.50mm x 15mm emerge balloon was advanced for pre-dilatation. However, the balloon ruptured after inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.